Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information to reset the pump. The malfunction code did not recur, and the customer was advised to call back if it happens again, allowing continued use of the pump.